Event description:
It was reported that left bundle branch block (lbbb) occurred post implant of a prosthetic aortic valve. The native annulus diameter was 22.7mm with moderate to severe calcification. A 23mm lotus edge valve was implanted 1-2mm below the annulus. On the same day, after the procedure, the patient experienced lbbb and a permanent pace maker was implanted. No further complications were reported.